Manufacturer narrative:
The insulin pump was returned with cracks in the battery tube threads. The display was blank due to the battery tube connector not being plugged in properly.

Event description:
It was reported that there were cracks near the battery compartment of the insulin pump. Nothing further was reported.